Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: laparoscopic cholecystectomy. Incident description: the physician said it happened 5-6 times over the past few weeks. The clip is slipping on the specimen side cystic duct. The clip starts to slip as he retracts on the gall bladder and little bit of bile leaked through. In another incident the clip slipped off where he makes his cut. He played around with the clips on the patient side and it didn't move at all. The one clip on the specimen side moved but the one on the patient side did not move. He never had to have a patient come back in for a clip that slipped off. He completely closed plastic to plastic. The clip fully loaded into the jaws. He pre-loaded off of the duct. The tissue was more toward the end of the clip where it opens up. Additional information was received via email from account manager, on tuesday 24jul2018. "I did another case with him last week and got him to alter his technique a little bit and the clips performed as they should in that case." Type of intervention: he was able to finish the procedure. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant's experience could not be replicated or confirmed. The event unit met current specifications and there were no visible non-conformances. Based on the condition of the returned unit received from the complainant, as all the returned clips loaded and closed properly, it is likely that the reported event was caused by the user's clip application technique. The instructions for use (IFU) states "excessive twisting or torqueing may lead to a malformed clip", "fully compress the trigger against the handle to ensure complete clip formation", and "ensure the clip is secure and completely positioned around the tissue being ligated." Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.